Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant products: etbf2813c166e stent graft, implanted: (B)(6) 2013; etew1313c82e stent graft, implanted: (B)(6) 2013; etlw1624c93e stent graft, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.